Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient sustained a fall resulting in internal magnet dislodgedment. Surgery to reposition the magnet was completed on (B)(6) 2015. The implanted device remains.